Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was almost more than 600mg/dl at the time of the incident. The patient's current blood glucose was 209mg/dl. The customer reported that they had high blood glucose most of the day, and only recently brought them down after changing infusion set. The customer tested for ketones, drank water, and did injections. The drive support cap appeared normal (slightly indented). The customer stated that there was blood at the site. Customer states site was not actively bleeding at time of the call. The customer was on medication that might cause bleeding. The customer reported that this morning woke up with blood glucose of 550m/dl. The customer was unable to give 12 units of insulin, so had to bolus 10 and inject 2. Then her blood glucose was over 600mg/dl. The customer changed infusion set, and when she took out the site a lot of blood came out. The customer then gave another injection. The customer took 5 hours to get blood glucose down to 205mg/dl. The insulin pump will not be returned for analysis.